Event description:
A malfunction alarm was reported when the customer, who had earlier showered with the device attached, encountered a malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, after which the malfunction code did not recur. The customer acknowledged the instructions to call back if any issues arose again and continued using the pump without further complications. No additional actions were required following an email from the customer.